Event description:
The wire loop pulled out of the device inside the pt. The loop could not be retreived from the pt, but no adverse consequences were reported as a result of the event. Hosp reported no plans for intervention. This device is used for treatment.